Event description:
During testing at the manufacturer, bare copper wires were observed from the device. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The bare copper wires weer observed during testing at the manufacturer.